Manufacturer narrative:
The device was discarded, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non function. A spectranetics lead locking device was inserted into the lead to provide traction. The physician used a spectranetics 14f glidelight laser sheath, then upsized to a 16f glidelight to remove the lead. Following lead removal, there was a slow but steady drop in the patient's blood pressure that did not recover. Upon checking status with an intra-cardiac echocardiogram (ice) catheter, a small pericardial effusion was developing. Rescue efforts began, including pericardiocentesis and a sub-xiphoid window. The surgeon then decided to perform a sternotomy for better access to the injury site. An rv perforation was discovered. After working to repair the rv perforation, the surgeon confirmed there was also a perforation in the patient's superior vena cava (svc), which he was not able to repair. Following all exhaustive rescue efforts, time of the patient's death was called (MDR #1721279-2022-00109). This report captures the lld providing traction when the rv perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.